Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips, 3/cart 42/box, lot #73j1600708 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor found the hinge of the clip was broken when he was preparing to ligate the clip during a child's appendectomy; the device was changed for another one to complete the surgery. The patient is in good condition.

Manufacturer narrative:
(B)(4). The customer returned one loose clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. The clip was visually examined with and without magnification. Visual examination of the returned loose clip revealed that the clip has a boss broken off. No other defects or anomalies were observed. (B)(4). The sample was sent to the manufacturing site for further investigation. Upon further investigation, it could not be determined what caused the boss to be missing. According to the manufacturing site, they "reviewed the DHR for the hemolok product with no findings, and no problems were fond with batch of the clip at incoming inspection." Also, the clip applier was not returned so it could not be determined whether or not the condition of the applier could have caused the broken boss. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU instructs the user, "re-processing of products intended for single use may result in degraded performance or a loss of functionality. Re-use of single use only products may result in exposure to other remarks: viral, bacterial, fungal, or prionic pathogens. Validated cleaning and sterilization methods and instructions for reprocessing to original specifications are not available for these products. This product is not designed to be cleaned, disinfected, or re-sterilized." A corrective action was not required at this time as it could not be determined what caused the boss to break off. The sample was sent to the manufacturing site and they found no evidence to suggest a manufacturing defect. The reported complaint of "clip broken" was confirmed based upon the sample received. The returned clip was received with one of the bosses broken off. The clip was sent to the manufacturing site for further investigation. It could not be determined when the boss broke or what caused it to break. A device history record review was performed and no problems were found to suggest a manufacturing related cause. The applier was not returned with the clip. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The doctor found the hinge of the clip was broken when he was preparing to ligate the clip during a child's appendectomy; the device was changed for another one to complete the surgery. The patient is in good condition.